Event description:
It was reported patient underwent an initial total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. During the procedure, the surgeon was unable to removed the tibial stem and as a result, the stem remained implanted. The femoral components, tibial tray and adapter were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2013-02069 / 02074).